Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated that blood glucose levels (bg) fluctuate. The customer bg was reported 40-50 mg/dl. The customer treated their blood glucose with tablets. Reportedly, the customer stated believes the cause was due to eating too many carbs, over corrects with insulin, and over exercise. No troubleshooting was performed because the event occured in the past.